Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a therapy concern related to positional movement. The rep reported that the patient stated that three times in the last month their amplitude changed to the wrong setting without the patient doing anything. The issue had only happened when sitting, standing, and laying down. This all happened about a month prior. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they didn¿t realize there was an ambulatory setting and that they needed to remain walking after changing the setting. The patient noted that the device was not implanted perfectly vertical and the manufacturer representative recalibrated it and now it seemed to be working correctly.